Event description:
A report was received that the patient was experiencing difficulty charging. X-ray and ultrasound imaging verified proper positioning of the ipg. The physician decided to reopen the pocket and test the charging. The ipg would not charge so the physician replaced it.

Event description:
A report was received that the patient was experiencing difficulty charging. X-ray and ultrasound imaging verified proper positioning of the ipg. The physician decided to reopen the pocket and test the charging. The ipg would not charge so the physician replaced it.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found. In a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:58 pm CT. The report number is being corrected from: 3006630150-2018-62413 to: 3006630150-2018-62004.

Event description:
A report was received that the patient was experiencing difficulty charging. X-ray and ultrasound imaging verified proper positioning of the ipg. The physician decided to reopen the pocket and test the charging. The ipg would not charge so the physician replaced it.